Event description:
A medtronic representative reported a polaris camera, on a stealthstation s7 system that had an orange fault light on the middle light. There was no patient present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. RMA issued. Replacement polaris spectra psu (camera) shipped to site (B)(4) 2012. Medtronic evaluation of returned suspect camera finds that as received, the psu had several nicks and scratches all over the housing. When powered up, the fault light was not lit initially, but came on after several minutes of warm-up. The fault light indicated an illuminator failure; the event log had recorded many occasions of the illuminator current moving in and out of range; the psu failed the aak test at .56mm.